Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states he couldn't get the chair to turn on this morning and they disconnected and reconnected the battery and it turned on but now he cannot turn the power chair off by the power switch.